Event description:
It was reported that the insertion of the epidural catheter for obstetric use was difficulty. The pt was reported to have an extreme lordosis, and was mildy obese. When the pt required a cesarean section, the cathter was removed. During removal, resistance was encountered and approx 4cm of the tip separated and remained in the pt's soft tissue. There are no plans to remove the separated portion at this time. There were no add'l complications.